Manufacturer narrative:
Age at time of event: patient is 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mm x 100mm x 150cm sterling balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries reported.